Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during basal delivery after showering with the pump. Reportedly, the alarm could not be cleared temporarily. There was no impact to the customer's blood glucose level.